Event description:
It was reported that patient underwent left knee revision of the tibial insert approximately five years post-implantation. During the revision, metalosis was noted, as well as femoral loosening and fracture of the femoral implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2017. Concomitant medical products: lps flex art surf gh7 10 10: catalog#: 00596205010, lot#: 63922132. St prc tib plt size 8: catalog#: 00598005702, lot#: 62811268. Foreign source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as the surgeon clarified this was a revision of competitor product. The initial report was made in error and should be disregarded.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as the surgeon clarified this was a revision of competitor product. The initial report was made in error and should be disregarded.